Manufacturer narrative:
The investigation into the stroke/cva has been completed since the original report was filed. Since the medical center did not return the impella device, no benchtop analysis was possible to determine the root cause, and the root cause of the stroke/cva was not determined.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿.

Event description:
The user facility reported a 77-year-old female in acute myocardial infarction and cardiogenic shock presented for impella 5.5 support. The patient experienced an embolic stroke coinciding with the impella support. The patient support continued with the implanted pump following the event.